Event description:
Caller alleged discrepant results (poor precision) comparison of inratio test compared with lab results. Results as follows: 1st-inr = 1.1, 2nd-inr = 1.8. Patient performed fingerstick before meter display 'apply sample'. Held the blood on fingertip until meter showed apply sample in the first test. Advise patient to apply blood within 15s after fingerstick.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st inr = 1.1, 2nd inr - 1.8. Inratio meter: mean: 1.45, sd: 1.49, %cv: 34.13. Customer results analyzed in-house. Precision not met criteria. Improper user technique revealed. User reported performing finger-stick prior to apply sample and holding till meter was ready to run test. Discrepant test record reviewed. In-house test on strip ln in complaint revealed no strip deficiency. No further action required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.